Event description:
Information received from the patient reported that they had a confirmed urinary tract infection. They had excruciating pain from the infection. The patient had been on oral antibiotics since the sunday prior to report but now was going into the hospital to have IV antibiotics as well. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. There will not be anymore reports sent regarding this event. (B)(4).

Event description:
Additional information was received from the patient that reported that the urinary infection and consequent pain was not related to the device or therapy. Antibiotics were given to resolve the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.